Manufacturer narrative:
X-ray review by mmi states that there is periprosthetic fracture of the distal right femur with moderate displacement. Bone quality is osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01752, 0001822565-2020-01753, 0001822565-2020-01754, and 0001822565-2020-01755. Concomitant medical devices: unknown tibial insert catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni, unknown patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee arthroplasty on an unknown date. Subsequently, the sales rep is requesting product identification because the patient is being considered for a revision for an unknown reason. Attempts have been made and no further information has been provided.